Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The suj was installed onto a golden system and then started up in normal mode with no errors. The suj was then installed onto a pftp, and the unit passed all applicable test. As a result of the findings, failure analysis was able to conclude that the act and lvds\encoder harness were found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that errors were observed on universal surgical manipulator (usm) arm 3. Tse confirmed that the logs show ac_3b suj wrist/tornado distal set up joint (suj) as the first reporting error followed ac_3c of the usm. The customer tried multiple power cycles and emergency power off of the patient side cart (psc). There was potential the distal suj or usm, more ts needed. The customer was swapping the psc. The procedure was completed with no reported injury.